Event description:
As reported, approximately 2 years and 8 months post the initial left ankle replacement, the patient was revised due to a broken insert. Bony cysts in the tibia have been filled up. Tibia and talus post op in stable condition. Check for inflammation negative. No trauma involved during primary surgery and revision. The patient has had a previous reconstruction of lateral tendons and seam of peroneal tendon. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
Provided radiographs show that the talar component appears to be subluxed anteriorly with respect to the tibial component. This likely resulted in the loading point of the ankle to be anteriorly shifted. The cause of the reported bone cyst cannot be confirmed, but it may be secondary to overloading of the anterior aspect of the tibia and/or due to hydraulic drive of fluid into the tibia. The articular surface of the retrieved tibial insert shows that there appears to be evidence of subsurface damage in the lateral aspect and in the center of the polyethylene.this suggests that there may have been high lateral stresses in vivo, leading to crack initiation on the lateral aspect. This crack likely propagated across the component, resulting in polyethylene fracture. The blue arrow highlights damage and deformation on the anterior aspect of the insert, which may have resulted from impingement of the tibial insert and the talar component; however, this cannot be confirmed. There appears to be embedded debris within the polyethylene. This debris may be metallic particles that resulted from possible contact between the metallic components following the insert fracture; however, this cannot be confirmed. The articular surface has articular damage consistent with implanted use. The revision reported was likely the result of fracture of the tibial insert. This fracture may have occurred secondary to high in vivo loading on the lateral aspect which led to crack initiation and propagation, resulting in fracture of the polyethylene. However, this could not be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. This follow-up report is being submitted to relay additional information. The following sections were updated: d4 serial number, d9.